Event description:
It was reported that during the use of the product, leakage of air from the product was observed. No patient injury.

Manufacturer narrative:
Other text: two photos and one sample was returned for analysis. No discrepancies were found in the photo or the sample. There was no leakage detected in the returned sample. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.